Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the operation it was difficult to pull out the tracheotomy wire after multiple attempts. The tracheotomy kit was replaced, and the tracheotomy was successful. However, afterwards it was observed that the tracheotomy wire was stuck and could not be pulled out. There was patient involvement, but no patient harm reported.